Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 0.5ml of juvéderm® voluma® with lidocaine bilaterally in the anterior medial cheek and in the right lateral cheek with juvéderm ultra plus® xc. Patient presented almost immediately with bruising, and a white vascular blanch going from the mid cheek and heading superiorly towards to nasal bridge. Hcp pressed on the area and capillary refill was compromised so bylaws 1500 units was administered immediately and the area was flushed with some resolution. A total of 4500 units was used over the course of the afternoon/evening. The next day, patient was hylased (11000 units) under ultrasound guidance. Symptoms resolved the next day. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00641. (Allergan complaint #(B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 0.5ml of juvéderm® voluma® with lidocaine bilaterally in the anterior medial cheek and in the right lateral cheek with juvéderm ultra plus® xc. Patient presented almost immediately with bruising, and a white vascular blanch going from the mid cheek and heading superiorly towards to nasal bridge. Hcp pressed on the area and capillary refill was compromised so bylaws 1500 units was administered immediately and the area was flushed with some resolution. A total of 4500 units was used over the course of the afternoon/evening. The next day, patient was hylased (11000 units) under ultrasound guidance. Symptoms resolved the next day. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00641 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine.